Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that although the repair department has not been able to reproduce it, the e116 error is an error that occurs when the cpu/gpu fan is not responding, and we assume that it was caused by a temporary accidental failure of the cpu/gpu fan or a temporary poor contact of the fan cable connector.

Event description:
Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the e116 error occurred. There was no report of patient injury associated with the event.